Manufacturer narrative:
The device is expected to be returned. Once the product is received and laboratory analysis is completed, this report will be updated.

Event description:
Boston scientific received information that during a patient follow up, it was discovered that this pacemaker had reached elective replacement time (ert). Testing determined that the pacemaker was not emitting any pacing outputs, resulting in the patient's heart rate to be around 42 bpm. The pacing lead impedance measurements could not be tested. There is a concern that the device battery experienced premature depletion. The pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. It was noted that the device had no telemetry. The device case was opened to facilitate examination of the internal components. The device battery was removed and replaced with an external power source. A high current condition was identified. Detailed analysis of the integrated circuit was undertaken. Detailed testing was performed on the integrated circuit and although a high current drain was still observed, analysis was unable to identify any conditions that would have caused or contributed to the observation. Laboratory analysis confirmed that the device did experience premature battery depletion due to a higher current drain; however, the root cause could not be identified.